Event description:
User reported inaccurate level alarm caused pump to stop unnecessarily during case. There was no patient harm and the device resolved the issue on its own.

Manufacturer narrative:
During investigation, reported fault was unable to be replicated. The sensor operated as expected, suggesting potential water ingress caused a malfunction, but the sensor dried prior to arrival at the manufacturer.

Event description:
User reported inaccurate level alarm caused pump to stop unnecessarily during case. There was no patient harm and the device resolved the issue on its own.